Manufacturer narrative:
(Index procedure, (B)(6)2009): 6mm angioguard device, catalog and lot numbers unknown. (Index procedure, (B)(6)2009): heparin was administered during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. The email received for the (B)(4) study indicated that one year after the index procedure the patient had a visual blackout and falling which was suggestive of amaurosis fugax (side unknown). It was not treated but it is not known if the symptoms resolved. Vascular follow-up was recommended for the patient. During the index procedure, pta was performed on an 80% occluded lesion in the ostium of the left internal carotid artery of 10mm in length in a 5.0mm vessel diameter. The lesion was characterized with an arch 1 type and with severe vessel tortuousity. A 6mm angioguard embolic protection device was successfully deployed and the lesion was pre-dilated. Then a 10x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 10%. The angioguard was successfully retrieved and there was no debris found in the basket. The patient has no neurological deficits following the procedure. The patient's medical history includes hyperlipidemia, CABG, renal insufficiency, coronary artery disease, coronary percutaneous revascularization, hypertension, severe tandem lesions, (B)(6), and bilateral carotid artery stenosis as determined by angiography. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Amaurosis fugax is loss of vision in one eye due to a temporary lack of blood flow to the retina. It is thought to occur when a piece of plaque in the carotid artery breaks off and travels to the retinal artery in the eye. Plaque is a hard substance that forms when fat, cholesterol, and other substances build up in the walls of arteries. Pieces of plaque can travel through the bloodstream. Vision loss occurs as long as the blood supply to the artery is blocked. Atherosclerosis of the arteries in the neck is the main risk factor for this condition. Risk factors for atherosclerosis include heart disease, high cholesterol, smoking, diabetes, and high blood pressure. Symptoms include the sudden loss of vision in one eye. This usually only lasts seconds but may last several minutes. Some patients describe the loss of vision as a gray or black shade coming down over their eye. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Event description:
The email received for the (B)(4) study indicated that one year after the index procedure the patient had a visual blackout and falling which was suggestive of amaurosis fugax. It was not treated but it is not known if the symptoms resolved. Vascular follow-up was recommended for the patient. During the index procedure, pta was performed on an 80% occluded lesion in the ostium of the left internal carotid artery of 10mm in length in a 5.0mm vessel diameter. The lesion was characterized with an arch 1 type and with severe vessel tortuousity. A 6mm angioguard embolic protection device was successfully deployed and the lesion was pre-dilated. Then a 10x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 10%. The angioguard was successfully retrieved and there was no debris found in the basket. The patient has no neurological deficits following the procedure.